Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record identified the following related repair: tech confirmed the device was not working and could not perform a pre-test due to a damaged comb. The bottom roller, ratchet gear, sliding pin were also damaged and were replaced alongside the comb. Additionally, the ratchet assembly was lubricated. The device was calibrated, tested, and returned to the customer. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the device is not working before surgery. There was no delay and no patient involvement. Evaluation of this device later found that the comb was damaged. No adverse events were reported as a result of this malfunction.